Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a generalized complaint of difficulty drawing blood, administering blood and observing leaks when drawing blood through a 4 way stopcock. There is no specific patient event or harm reported.

Manufacturer narrative:
(B)(4)